Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report a problem with their orthopat machine. They were unsure of what the problem was and wanted it evaluated and repaired. No operator or donor injury was reported. Device was returned and subsequently evaluated. Evidence of fluid ingress was found and power supply was replaced along with several other components. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 to report a problem with their orthopat machine. They were unsure of what the problem was and wanted it evaluated and repaired. No operator or donor injury was reported.